Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 44000. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis of complaint of error code 44000, which typically indicates a system fault alarm requiring immediate attention. This error usually results in the pump stopping and displaying a red screen along with an audible two-tone alarm. Visual inspection found the downstream occlusion (dso) seal was delaminated. There were no previous services reported. The event log could not be reviewed due to error code. Visual and functional testing was performed. Confirmed customer complaint of error code 44000 with power up test. Replaced printed wiring assembly (pwa) board. Upon further investigation, found downstream occlusion (dso) seal delaminated. Replaced dso seal. Performed dso/upstream occlusion (uso) calibration. Validated repair through dso/uso sensor test.